Manufacturer narrative:
(B)(4). Batch t5a558. Investigation summary: the analysis results showed that one gst60g reload was received unfired, with the pan partially detached from the left side. No conclusion could be reached on what may have caused the cartridge pan to dislodge. It should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.

Event description:
It was reported that during a laparoscopic sleeve gastrectomy when the reload package was opened the device inside was broken into pieces and bent. The procedure was completed with an alternate like device with no patient consequences reported.